Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was not able to fire. The surgeon was unable to press the green button and squeezed the handle. It was also noted that the staples cannot be closed after successful installation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph. Photographic inspection noted that the handle was successfully loaded with a loading unit. Physical inspection and functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low rectal cancer procedure, the stapler was not able to fire. The surgeon was unable to press the green button and squeezed the handle. It was also noted that the staples cannot be closed after successful installation. New reload was used to complete the procedure. There was no patient injury.